Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead delivered an inappropriate shock due to a connection problem that caused oversensing.